Event description:
It was reported that the pt experienced a loss of therapeutic effect, following a car accident two months ago. The pt had "hourly problems" with incontinence. It was suggested that the pt's device required a surgical revision. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).